Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, ccc instructed the customer to flush the integrated multisensor technology (imt) sample and vent ports, run two advanced cleanings on the imt system and replace the v-lyte sensor. The new sensor was calibrated and quality controls were run, which resulted within range. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.